Event description:
The reporter stated that the surgeon attempted to insert an aq2010v 3 piece silicone lens. The lens trailing haptic tore prior to insertion into the eye. No pt contact or injury.

Manufacturer narrative:
H6: evaluation results - visual inspection of the returned product showed that one lens haptic was torn off. The cartridge was returned and visual inspection shows no visible damage. Clear surgical residue/debris on the product. Conclusion - ( no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.